Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2013. It is further alleged that he suffered injuries as a result of implantation of the device at issue and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Additional information: b5 executive summary; g7 date of explant. An event regarding alleged excessive levels of chromium and cobalt and stem loosening involving an unknown accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: the device was not returned, however, photos were provided. The photos show the head assembled to the stem. There appear to be scratches throughout, however, the photos are unclear and do not show the condition of the tip of the trunnion. -medical records received and evaluation: not performed as no records received. -product history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: it was reported that allegedly the patient had excessive levels of chromium and cobalt and stem loosening. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about(B)(6)2013 . It is further alleged that he suffered injuries as a result of implantation of the device at issue and excessive levels of chromium and cobalt in his blood. Update: sales rep called in revision: "it was reported that patient's right hip was revised due to stem loosening (rep was not made aware of any patient complaints which may have led to revision). Surgeon reported possible corrosion of the trunnion may have contributed to the loosening (ion levels or metallosis not reported to rep). The femoral head was reported as very well fixed to the trunnion. The stryker shell and liner were not revised. Patient was revised to a competitor stem and head. Rep has provided explant pictures and reports that x-rays, medical records, and further information will not be released by the surgeon".